Event description:
One endeavor sprint drug eluting stent was implanted in the lad. Approximately 13 months post the index procedure the patient suffered a myocardial infarction. Two months later the patient's angiogram revealed 90% diffuse instent restenosis on the lad. It was reported that it was decided not to intervene the instent restenosis. The patient was medically treated. The investigator has indicated the event was definitely related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).